Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient and her husband contacted support to report elevated glucose levels and an insulin occlusion alert. While attempting a tubing-only fill, they received an ¿unable to proceed¿ message. A complete supply change was considered; however, communication was difficult due to hearing issues, and a return call attempt was unsuccessful. The patient later contacted support again requesting assistance with a supply change, but the issue could not be resolved due to a persistent system alert. Use of new supplies did not correct the problem, and a replacement device was issued and shipped. The patient¿s blood glucose was impacted, and she transitioned to backup therapy. Subsequent outreach was made to request return of the replaced device, including written follow-ups. The patient¿s caretaker acknowledged the request and indicated plans to assist with the return. Additional communication indicated uncertainty about the return process, and a return label was reissued through the appropriate support channel. Multiple follow-up communications were sent to confirm shipment of the returned device, and responses indicated delays in sending it back. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.